Event description:
Complaint info reported that the left head rail will not latch in the up position. No injury alleged.

Manufacturer narrative:
Tech found that the latch mechanism was sticking causing the problem. Lubricated the latch mechanism to resolve this issue.